Manufacturer narrative:
Patient weight not available from the site. Replacement camera cable shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015, a medtronic representative replaced the camera cable and performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue. Medtronic investigation of returned suspect device finds that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found.

Event description:
A site representative reported that during a cranial resection procedure, the navigation system camera was not receiving power. The site representative reported the indicator lights on the camera were not lit. The patient was under anesthesia at the time when the surgeon opted to cancel and reschedule the procedure. Immediately after the procedure was canceled, a different site representative (biomed) tested the system. The biomed representative exited the software, powered down the system and unplugged the navigation system from the wall for 5 minutes. The biomed representative then re-plugged and powered up the navigation system. After launching cranial software, the biomed representative found the camera was communicating as expected. Once the navigation system was returned to normal function the surgeon opted to return to the surgery and continue the procedure without further issue. There was a reported delay of 30 minutes. There was no impact on patient outcome.